Event description:
It was reported that during in-clinic follow up, post-paced t-wave oversensing on the ventricular channel was observed via stored egm. Patient was asymptomatic, and programming changes were made. Two months later, the asymptomatic patient again presented in-clinic after receiving a notification for post-paced t-wave oversensing on the ventricular channel. No additional programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.